Manufacturer narrative:
The ICD first underwent a status interrogation. The device status eri after 22 charge processes and an implantation time of 58 months was confirmed. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the clinical observation. All manufacturing steps had been carried out correctly. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The memory content of the ICD was checked, and the drop in battery voltage from 3.02 v to 2.85 v was confirmed. The device was then opened. The electronic module underwent a function check, there were no irregularities. All functions were normal. In particular, the current uptake of the electronic module proved to be as expected. The battery was returned to the manufacturer for a destructive analysis. The battery was opened. During the visual inspection of the battery, a defect of the separators of a neighboring pair of electrodes was detected. This impairment enabled an increased internal self-discharge, which led to the clinical observation. Summary: the analysis of the ICD detected an accelerated battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be in order. The ICD was completely capable to provide therapy during the entire implantation time.

Event description:
Ous MDR - after an implantation time of about 58 months, it was reported that the ICD displayed at eri during a regular follow-up, even though the battery state was mol1 with 51% remaining capacity, which had been transmitted via home monitoring on the same day. On (B)(6), the ICD continued to be at eri, so it was explanted and returned to biotronik for analysis. Not deterioration of the patient's state of health was reported.